Event description:
During procedure, surgeon was trying to remove cervical hardware. The tip of the screwdriver broke. A second screwdriver was then used to remove 4 screws and then second tip broke off in the head of 5th screw. All the broken parts are out of pt's wound.